Event description:
It was reported that (1) hp052 was used with an hc105 during a CABG procedure. It was reported by the rep that the "pa" was harvesting an artery when a steady tone began on the harmonic. The blade was switched and the tone persisted. It is unknown how the case was completed. There was no consequence to pt.